Event description:
It was reported while using 3 ml bd luer-lok¿ syringe with attached bd¿ blunt fill needle a crack was discovered before use. The following information was provided by the initial reporter: material no: 305060 batch no: 1126900 it was reported barrel damaged verbatim: date of incident (yyyy-mm-dd): 2021-12-13 type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: opened a 3ml syringe with a blunt and noticed a lump and crack in the syringe. I set it aside to report the defect and used another one. Who was affected? No person affected device name/description: syringe 3ml with needle blunt fill luer lock tip 18 gauge x 1.5 inch manufacturer code/model: 305060 serial or lot number: (B)(4). Number of devices: 1.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 3 ml bd luer-lok¿ syringe with attached bd¿ blunt fill needle a crack was discovered before use. The following information was provided by the initial reporter: material no: 305060 batch no: 1126900. It was reported barrel damaged verbatim: date of incident (yyyy-mm-dd): (B)(6) 2021. Type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: opened a 3ml syringe with a blunt and noticed a lump and crack in the syringe. I set it aside to report the defect and used another one. Who was affected? No person affected. Device name/description: syringe 3ml with needle blunt fill luer lock tip 18 gauge x 1.5 inch manufacturer code/model: 305060 serial or lot number: (B)(4). Number of devices: 1.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/31/2022. H.6. Investigation: three photos and one loose 3ml syringe (p/n 305060) were received and evaluated. The three photos seemed to be of the same syringe at different angles. The photos showed a barrel that had been pinched between the b and d of the bd logo and also had one of the flanges bent. The sample received was the same syringe as in the photos. After further observation of the syringe there was a vertical stress mark between the 3 and the ml print. The plunger rod had a vertical stress mark in the neck and one of the necks was slightly bent. The conditions observed were non-conforming per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using 3 ml bd luer-lok¿ syringe with attached bd¿ blunt fill needle a crack was discovered before use. The following information was provided by the initial reporter: material no: 305060. Batch no: 1126900. It was reported barrel damaged. Verbatim: date of incident (yyyy-mm-dd): (B)(6) 2021. Type of incident/problem: defect (detected before use). Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: opened a 3ml syringe with a blunt and noticed a lump and crack in the syringe. I set it aside to report the defect and used another one. Who was affected? No person affected. Device name/description: syringe 3ml with needle blunt fill luer lock tip 18 gauge x 1.5 inch. Manufacturer code/model: 305060. Serial or lot number: (B)(6). Number of devices: 1.